Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 23-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station communication failure. A technical support specialist (tss) found that the station was not communicating with the server due to a network problem. The tss reviewed the datasync log and confirmed there was no variation in upload and download. After the network stabilized, the station started working and was up again. The tss confirmed the station was functioning normally. The system functioned as intended after the tss troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, user mentioned pyxis es indicates 38 vials of sterile water in micu1, but the runner on the unit reported that the pyxis screen shows a count of zero. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.